Event description:
The pt was on an oscillator for mechanical ventilation. The oscillator abruptly stopped and shut off. Twice it was attempted to restart the oscillator and it shut off again both times. The pt was supported medically and transitioned to a new oscillating ventilator. At the time of the occurrence, the oscillator was plugged in to a power source with backup.